Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. The insulin pump had moisture motor assemblies per visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads, scratched reservoir tube window and missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the insulin pump got exposed to moisture. The customer's blood glucose was 170 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.